Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 08-sep-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for complex regional pain syndrome and spinal pain. The patient reported that they had redness, swelling, and their skin felt hot at the lead incision site. No contributing factors were reported. The patient was advised to contact their physician to have their skin site checked. The patient indicated that they were going to their primary care physician to check for infection. The issue was not resolved at the time of the report. Additional information was reported that the cause of the patient's redness, swelling, and their skin feeling hot at the lead incision was unknown. The patient did see their primary care physician and the patient was given antibiotics. The patient will be seeing the managing physician next week. No further information was reported.